Manufacturer narrative:
Insulin pump was received with missing serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Reservoir unable to lock into place and unable to perform displacement test due to missing reservoir tube retainer/o-ring.

Event description:
The customer's mother reported via phone call that the insulin pump had cosmetic damage and serial number label was missing. The customer had high blood glucose and value at the time of the incident was 289 mg/dl and treated it with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The device will be returned for analysis.